Event description:
As reported by the edwards clinical specialist, the patient experienced a vascular complication when the sheath was removed. The patient had a vascular dissection/tear in the common femoral artery. The patient was stable during the procedure and was treated with covered stents and did great. Additional investigation revealed the following: the peripheral access site was the right common femoral artery. The minimum luminal diameter of the access site was 7.3mm, and the minimum luminal diameter of the vessel at the location of the dissection was 7.6mm. The vessel was described as mildly calcified and mildly tortuous. Nothing abnormal was noticed about the sheath or dilators before or after use. Per report, the sheath did not malfunction. The sheath dwelled in the right femoral for over an hour, and some resistance was encountered when removing the sheath.

Manufacturer narrative:
The sheath is not available for evaluation as it was discarded by the site. In addition, there was no allegation of device malfunction. According to the instructions for use (IFU), cardiovascular complications, including perforation or dissection of vessels which may require intervention, are potential adverse events associated with the transfemoral transcatheter aortic valve replacement procedure. The edwards sapien/rf3 training manual instructs on procedural considerations for sheath insertion with regards to proper screening critical to reducing vascular complications. The training manual instructs the operator on proper sheath insertion and withdrawal techniques, including pre-dilating the vessel with the edwards dilators. The physician training manual also notes that calcification may reduce lumen diameter and limit or prevent transfemoral passage of the devices. The minimum required vessel diameter for a 22 fr sheath is 7mm. In this case, the access vessel's minimum luminal diameter was 7.3mm, and the vessels were noted to be mildly calcified and mildly tortuous. The root cause for the reported dissection cannot be confirmed. However, it is possible that the borderline size of the vessel in combination with mild calcification and mild tortuosity contributed to the event. The IFU and training manuals have been reviewed and no inadequacies have been identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device; therefore no corrective or preventative actions are required.